Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two low, out-of-range shock impedance measurements of 0 ohms. This was reported in the remote monitoring system. The patient was seen in the clinic for troubleshooting. Pocket manipulation produced a low shock impedance measurement of 24 ohms and noise on the right atrial (ra) lead. It was noted the ra and right ventricular (rv) leads were competitors models that were implanted in 2003. X-rays were planned to evaluate the lead. Technical services discussed that electromagnetic interference (emi) could cause 0 ohms impedance measurements; however, the patient was not sure what they were doing at the time of the measurements. The device and leads remain implanted and in service. No adverse patient effects were reported.